Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., additional manufacturing narrative (if other).

Event description:
The customer reported the cable works intermittently; values would display and then, suddenly, no values would display. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned cable was evaluated. During inspection, the cable passed visual inspection, and software testing; however failed continuity testing due to an open connection on the green conductor along the length of the cable. The product displayed a "sensor off patient" error message as a result.